Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change procedure. It was observed that the atrial lead exhibited noise since 2010 and atrial lead impedance had dropped. During the procedure, the physician noted an insulation anomaly on both atrial and right ventricular leads. Both leads were explanted and replaced. The patient was asymptomatic and stable before, during, and after the procedure.